Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button trace was creased. The cause of the non-functional response buttons is the damaged trace. Additionally, the front response button cover was missing and the switch was contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the creased trace cannot be positively identified. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.